Event description:
The pt reported he is experiencing ineffective as well as uncomfortable stimulation. The sjm representative met with the pt, reprogramming was unable to provide full coverage. Additional reprogramming is scheduled to be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.